Manufacturer narrative:
This is the final report.

Event description:
A report was received that the pt would undergo a pocket revision due to discomfort. The physician revised the pocket. The pt was reportedly doing fine after the procedure.